Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and confirmed the buffer valve was the cause of the erroneous high sodium results. The fse replaced the buffer valve to resolve the issue. (B)(6).

Event description:
The customer reported generating erroneous high sodium (na) patient results on their au480 chemistry analyzer. The erroneous patient results were reported out of the laboratory; however, there was no change to patient treatment in association with this event. The customer repeated the samples on a different analyzer and obtained results considered correct. Quality control was within the laboratory's established ranges prior to and after event.